Event description:
During the case the bovie malfunctioned and burned the patient's right lower lip. Surgical team, charge nurse and nurse manager made aware of the situation. The bovie pen, pencil and machine was taken off the field.